Event description:
Customer reported the alarm sounds continuously when in use with the sensor. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the alarm and did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned unit found that the unit does not sound continuously when in use with 8308 customer's sensor pad. Instead it sounds on and off when the sensor cable is moved due to all the pins inside the sensor receptacle being bent down. The nurse call feature turns on and off when the nurse call cable is moved. (B)(4).